Event description:
It was reported that right atrial (ra) lead was explanted and replaced due to twiddler syndrome. Lead exhibited helix issues during attempted repositioning. No additional adverse effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found no evidence of twiddlers syndrome. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial (ra) lead was explanted and replaced due to twiddler syndrome. Lead exhibited helix issues during attempted repositioning. No additional adverse effects were reported.